Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. A service representative was dispatched to the facility to investigate the device and confirmed the reported error code. The pump was not free to rotate and had a bearing damage. A new pump was installed and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is reasonably assigned to bad environmental conditions in which the pump worked. Indeed, water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may have caused its failure.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump malfunction during setup. There was no patient involvement.